Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt has two leads (from the same lot) implanted as part of her scs system. It was reported the pt experienced a loss of stimulation. Reprogramming did not resolve the issue. Diagnostic testing revealed 3 invalid lead contacts. X-rays were taken and the physician believes the leads are fractured. The pt will f/u with the physician as the next course of action.